Event description:
During evaluation the force sensor assembly was found to be damaged and out of calibration.

Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation the force sensor assembly was found to be damaged. During evaluation the force sensor was found to be out of calibration.